Event description:
It was reported that during an implantable cardioverter defibrillator change out procedure, the atrial lead exhibited oversensing. No intervention was reported and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.